Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up computed tomography (CT) scan procedure. The imaging showed that the device had shifted and there was a leak. The physician had the patient remain on their anticoagulation medication and scheduled a repeat scan in 6-8 weeks. There were no other complications or consequences as a result of this event.